Event description:
It was reported that when the hcp interrogated the pump, he noted that the pump was programmed to safe state. The pump reprogrammed back to the normal infusion mode and the patient was sent home. The pump logs were not read. The hcp had indicated to the reporter that the patient had "gross motor movements and was constantly hitting the pump on something". The reporter was unaware of any recent medical procedures the patient may have gone through. It was uncertain if the patient may have gone to the hcp's office due to underdose symptoms.

Manufacturer narrative:
(B) (4).